Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens insertion, the lens haptic twisted. The incision was enlarged to remove the lens and another lens of the same model and diopter was implanted. Sutures were placed. The lens that was used during this event is reported under 1119279-2014-00124.